Event description:
The duett pro sealing device was deployed following an interventional procedure via a 7 fr sheath in the left common femoral artery. Following the deployment, the patient experienced abdominal pain and a CT scan confirmed a retroperitoneal bleed. Treatment consisted of manual compression and a femstop. The treatment was successful and no further complications were reported.